Manufacturer narrative:
Model 72404209 pump, lot sn 545877004, mfg date 05/13/2008, exp date 05/01/2010; model 72404156 reservoir, lot sn 529677007, mfg date 12/26/2007, exp date 12/13/2009.

Event description:
It was reported that the patient experienced a malfunction with an inflatable penile prosthesis (ipp). The cylinder, reservoir and pump were replaced due to fluid loss. No patient complications were reported. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the patient was well and there were no patient complications. There were no issues with pain.